Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-01867. It was reported that the patient was unable to place the ipg into MRI mode due to high impedance on one of the leads. As such, surgical intervention took place wherein the lead with high impedance was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively. It is unknown which lead had high impedance and was explanted. As such, both leads are being reported.